Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the vasoview hemopro dissection tip separated by the cone end. This occurred inside the patient's leg but the pieces were retrieved from the original incision. The harvester stated that he might have been pushing the device further than he usually does. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the dissection tip cone was received detached from the juicer body. About 1/4 of the cone rim was jagged, with the fitting part remaining on the juicer body. There was some glue present around the rims of the components and they were able to form a complete assembly. There was some blood present on the device. Based upon the received condition of the device, the reported failure "the tip separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4)